Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm additional information was received that only the ipg was explanted due to discomfort. The paddle lead remains implanted in the patient. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to discomfort. The device was working properly prior to explant. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to discomfort. The device was working properly prior to explant. The patient was reportedly doing well following the procedure.